Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events for this case; a type 3b endoleak of the of the bifurcated stent graft and proximal infrarenal stent graft extension, a type 3a endoleak, a rupture, and death. The procedure related harms identified were hypotension with vasopressor support, cardiac arrest with CPR, blood loss, ischemic bowel and a thrombus in the right heart. The type 3b endoleaks were mostly likely device related due to the use of strata material. The cause of the type 3a endoleak complaint could not be determined due to a lack of comparative imaging. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: the devices that were initial reported available for return are no longer available for return.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, the patient was present at the emergency room with back and abdominal pain but was in stable condition. A type 3a endoleak with device separation was identified by a computerized tomography (CT) scan. Shortly after the CT scan the patient ruptured and became unstable. The patient was life flighted to another hospital. An open repair was attempted but the patient expired during the procedure. The devices were explanted. A visual evaluation of the explanted devices shows a hole (3b endoleak) in the main body (bifurcated stent graft) and the infrarenal stent graft extension. The devices are expected to be returned for further evaluation.